Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion is located in a moderately tortuous and moderately calcified left coronary artery. A 10mm x 2.75mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation the balloon ruptured at 6 atm for 10 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.